Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found, grommet damage noted.

Event description:
It was reported that during implant, oversensing was observed while in the pocket. The device was taken out of the pocket and there was no oversensing. The connections were checked. When the device was placed back in the pocket, oversensing was again observed. The device was not used. It was further reported that there was a possible setscrew issue or grommet seal issue. It was also reported that there was noise, and that it looked like "when you have the leads wet and grounding out on each other before implant into the header". It was also reported that the doctor would not implant vision 3d product until an explanation was given of the performance issues. The device was not implanted. No patient complications have been reported as a result of this event.